Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The us complainant reported the automated impella controller (aic) had a purge disk error. The aic was therefore successfully replaced with another console. There was no reported patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation and was tested upon return. No logs exist from the reported occurrence date. During visual examination of this console, it appeared that the purge flag was still in place and purge disk retainer is secure. However, the purge retainer does have a visible hairline fracture in the portion of the purge retainer that is closer to the purge cassette. The hairline fracture would not have contributed to the consoles inability to detect the purge disc. The cause of the issue was not determined since the issue could not be reproduced.